Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported that she was hospitalized due to issue with her heart and high blood glucose levels. The exact date was unk. Troubleshooting was performed, and the insulin pump was programmed correctly, but the fixed prime was set to 1.0 unit per the customer's healthcare professional. The customer did not want to troubleshoot further. Nothing further was reported.